Event description:
It was reported that the ventilator generated technical error codes indicating power error and open safety valve. There was no patient harm. Manufacturer's ref. #: 1196550.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no part was replaced related to mentioned errors. The ventilator passed all functional and safety tests and was cleared for clinical use. Reported power error shall be triggered when +24 v supply is below +21.5 v for more than three seconds. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The reported issue was confirmed in provided device's logs. The issue investigated herein was not reproduced and no parts required replacement. Therefore, the cause of the failure was not established.